Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned ruby coil revealed that the device was functional. The ruby coil was re-sheathed and advanced through a demonstration microcatheter and out of the distal tip without an issue. Further evaluation of the returned device revealed that the embolization coil winds were offset. The root cause of this damage could not be determined. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. The offset coil winds may have contributed to the inability to re-sheath the ruby coil during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils. During the procedure, the physician attempted to advance a ruby coil through another manufacturer¿s microcatheter two times and experienced resistance. Therefore, the ruby coil was removed. It was also reported that difficulty was experienced re-sheathing the ruby coil. The procedure was completed using another ruby coil and the same microcatheter. There was no adverse effect to the patient.